Event description:
The customer reported the ventilator shut down while testing and alarmed. The ventilator was not in use on a patient therefore there was no patient involvement. The hospital biomedical technician reported he was performing a performance verification test. And upon power on the ventilator it shut down and alarmed. The biomedical technician replaced the power supply to correct the problem. Final performance verification testing was performed and all test passed per operation specifications.